Manufacturer narrative:
Device received with no button response due to flattened (escape, act, up and down) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin pump are worn out. The customer¿s blood glucose level was unknown. Customer states the buttons have flatten out and difficult to get insulin through the pump. The troubleshooting was performed for the keypad anomaly. The device will be returned for the analysis.